Event description:
Related manufacturer reference number: 1627487-2019-07778, and 1627487-2019-07779. It was reported that the patient was experiencing positional stimulation. As a result, the system was explanted on (B)(6) 2019.